Event description:
Additional information/cec adjudication minutes were received for (B)(6) patient. The cec adjudication minutes were reviewed. The committee agreed with the coding of arc (peri-procedural pci). This event was previously captured as an elevated enzyme event. The file will be updated with the removal of the enzyme code and addition of a code for myocardial infarction/mi and processed accordingly. The committee agreed with the code of bleeding complication. This had not been previously captured. The file will be updated with a code for anemia as a non-complaint. The adjudication minutes noted: the patient was a (B)(6) woman with a history of pvd, copd, hypertension, and smoking who presented with main symptom of shortness of breath, a positive functional ischemia study and a 90% stenosis in the mid right coronary artery (rca). The patient was enrolled in (B)(4) and the patient underwent the index procedure with pre-stent balloon angioplasty and placement of one stent in the mid rca. The angiographic core lab reported a 23% final residual in-lesion stenosis with no dissection, timi 3 flow and a 95% side branch stenosis of the ac marginal. The site reported a non-target lesion (50% to 60% stenosis) in the distal rca was successfully treated with pre-stent balloon angioplasty and placement of one non-study drug-eluting stent, followed by post-stent balloon angioplasty. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The procedure was uncomplicated. The ECG core lab reported no new major st-t abnormalities and no new q waves. Pre-procedure, the hemoglobin was 15.0 gm/dl and the hematocrit was 44.0%. Pre-discharge, the hemoglobin was 11.9 gm/dl and the hematocrit was 34.6%. The discharge summary did not note event of bleed. The site reported no post-procedure complications. The patient was discharged the day after the procedure on dual antiplatelet therapy.

Manufacturer narrative:
As reported via (B)(4), a patient experienced elevated cardiac enzymes post-index procedure and expired due to lung cancer. At the time of the index procedure, angiography revealed stenosis in the mid and distal right coronary artery (rca). The indication for the procedure was a positive functional study for ischemia. The non-target lesion in the distal rca was 12mm in length and de novo. Following pre-dilation with a 2.75 x 18mm balloon at 12atm, a 2.75 x 18mm promus stent was implanted at 12atm. The mid rca was 10mm in length, de novo, and 90% stenosis. The lesion was pre-dilated with a 2.5 x 20mm balloon at 15atm and a 2.5 x 18mm cypher rx was implanted at 14atm. Following the procedure, the troponin I peaked at 0.18 (uln 0.05) and ckmb peaked at 8.8 (uln 6.3). There were no reported adverse events or procedural complications and the patient was discharged the following day. Approximately 15 months after the index procedure, the patient expired due to stage 4 lung cancer. The patient was treated with palliative chemotherapy, but expired soon after diagnosis. According to the investigator, the event was not related to the study stent or procedure. The device remains implanted in the patient and is not available for inspection. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered a peri-procedural mi per the cec adjudication committee. This patient was a (B)(6) woman with a history of pvd, copd, hypertension, and smoking who presented with main symptom of shortness of breath, a (B)(4) study and a 90% stenosis in the mid right coronary artery (rca). The patient was enrolled in the (B)(4) study and the patient underwent the index procedure with pre-stent balloon angioplasty and placement of one study stent in the mid rca. The angiographic core lab reported a 23% final residual in-lesion stenosis with no dissection, timi 3 flow and a 95% side branch stenosis of the ac marginal. The site reported a non-target lesion (50% to 60% stenosis) in the distal rca was successfully treated with pre-stent balloon angioplasty and placement of one non-study drug-eluting stent, followed by post-stent balloon angioplasty. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The procedure was uncomplicated. The ECG core lab reported no new major st-t abnormalities and no new q waves. Pre-procedure, the hemoglobin was 15.0 gm/dl and the hematocrit was 44.0%. Pre-discharge, the hemoglobin was 11.9 gm/dl and the hematocrit was 34.6%.this enzyme elevation event has been deemed by the cec committee to be an arc (peri-procedural pci) thus the file was coded for mi. The discharge summary did not note event of bleed. The site reported no post-procedure complications. The patient was discharged the day after the procedure on dual antiplatelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15104698 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.